Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed on (B)(6) 2018 to technical services stating that health care provider got red alert and daily measurements were missing due to 21-24 nuance. On (B)(6) 2018 the impedance measurement of rv lead went out of range. Patient was brought in and checked the lead and everything was fine at 660 ohms. Health care provider will monitor the rv lead. The physician was dr.(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).